Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 11500a aortic valve is being considered for a valve-in-valve procedure after an implant duration of eight (8) months due to a large perivalvular leak (pvl). Per cta, two areas of paravalvular gaps were identified, both towards the left atrial aspect of the valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, g3, h6 (type of investigation). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The analysis is still in progress. A supplemental report will be submitted accordingly once the product evaluation has been completed.

Event description:
The patient has a history of endocarditis s/p avr (2014) complicated by severe pvl and hemolysis.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections g3, h6 (investigation findings, investigation conclusions). Paravalvular/perivalvular leak (pvl) refers to blood flowing through a channel between the sewing ring of the implanted valve and the cardiac tissue due to an insufficient seal of the valve to the annulus. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl, as the bioprosthesis may not seat properly after debridement. Technique related factors during implantation, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may also create difficulty seating the bioprosthetic valve, resulting in pvl. The mechanism behind late pvl is not well understood but may be related to cardiac remodeling. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient-related factors, including native bicuspid aortic valve (bav). Pvl is a known potential adverse event associated with bioprosthetic heart valves, which is included in the instructions for use (IFU). Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (health effect - clinical code).

Manufacturer narrative:
H11: corrected data: corrected sections h6 (device code, investigation findings), h11 (additional manufacturer narrative). Device dehiscence or suture tear-out may occur either early or late. When it occurs early, it is typically due to inadequate device implantation combined with friable myocardial tissue. Procedural factors, including suturing issues, may also result in dehiscence of the valve. In this case, the device was exchanged and/or repaired using standard surgical techniques, and no harm resulted. When dehiscence occurs late, it may be related to anatomical factors, including irregular patient anatomy, which may lead to and increased stress on the surrounding tissue over time, resulting in dehiscence. The reported patient condition hypertension (htn) can cause chronic stress on the heart muscle as it works harder to pump blood throughout the body. Additionally, etoh is associated with a higher risk of delayed healing. Which may have contributed to the reported event. Based on the information available, the most likely root cause is patient factors. An edwards defect has not been confirmed. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of nine (9) months due to a large perivalvular leak (pvl). Per cta, two areas of paravalvular gaps were identified, both towards the left atrial aspect of the valve. The patient has a history of endocarditis s/p avr (2014) complicated by severe pvl and hemolysis.

Manufacturer narrative:
H11: corrected data: corrected sections b3, b5, h6 (health effect - impact code).

Event description:
It was reported that a patient with a 25mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of nine (9) months due valve dehiscence and severe perivalvular leak (pvl). A 29mm 9755rsl transcatheter valve was implanted. Per medical records, cta showed two areas of paravalvular gaps were identified, both towards the left atrial aspect of the valve.

Manufacturer narrative:
H11: additional manufacturer narrative: updated section b5. H11: corrected data: corrected section b7.